Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during a cataract extraction with intraocular lens (iol) implant procedure, while putting the lens, the doctor discovered that the iol was broken. The patient was borderline diabetic. Additional information has been requested and received stated that tech had damaged the lenses during loading. No further information available.